Event description:
It was reported that the balloon was ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole rupture occurred when it was inflated for 3 seconds at 5 atmospheres upon first inflation. The device was removed using the normal method without any problem and procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.